Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735820, (lot/batch #: unknown) ; product ID: 9735821, (lot/batch #: unknown) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  some instruments were not seen. The next step was to replace the camera or the polaris spectra system control unit (scu). There was no patient involvement.

Manufacturer narrative:
H3, h6: product 9735821, lot number: p900203 was received by the manufacturer for analysis. The returned positioning sensor unit (psu) has scratches on the housing. A check of the event log showed that the storage temperature had been exceeded today. This message is likely erroneous. Otherwise, the psu passed an accuracy test (aak) at .196mm with a passing threshold of .250mm. The reported failure could not be replicated. C19 and d14 are applicable. Previously reported code b01 is also applicable. Product 9735820, lot number: t902850 the returned polaris spectra system control unit (scu) was found to be fully functional when connected to a known good system. Instruments had normal tracking for all three ports. No problem found c19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information: concomitant product 9735843 is no longer relevant to the complaint. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera and system control unit (scu) were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.